Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve on the vizigo¿ sheath became disconnected and was leaking blood. The valve appeared damaged. The reporter is not sure if the hemostasis valve (gasket) broke into two or more separate pieces. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The reporter is unsure about the approximate volume of blood that was lost. No medical intervention was required to stop the bleeding. The vizigo¿ sheath was replaced and the issue was resolved, and the case continued. No adverse patient consequence was reported.

Manufacturer narrative:
The device evaluation was completed on 18-apr-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve on the vizigo¿ sheath became disconnected and was leaking blood. The valve appeared damaged. The reporter is not sure if the hemostasis valve (gasket) broke into two or more separate pieces. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The reporter is unsure about the approximate volume of blood that was lost. No medical intervention was required to stop the bleeding. The vizigo¿ sheath was replaced and the issue was resolved, and the case continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record review was performed for the finished device 00001718 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)